Manufacturer narrative:
All available information was investigated, and the reported issue of a gripper line break was confirmed, however the difficulty met while removing gripper line could not be tested due to returned condition of the device (no cds returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the gripper line appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site contact office first name and last name.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for difficulty removing gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with a restricted posterior leaflet and a dilated left atrium. A mitraclip ntr was advanced and grasping was achieved, however while establishing the gripper line removability, resistance was noted in one of the ends of the gripper line as it was retracted 3-5 cm. Upon review, it was observed that gripper line was damaged and there were curves at the end of it. Clip deployment continued and the free end of the gripper line was pulled back. The clip was successfully deployed. A second clip was advanced to further reduce mr. The clip was successfully implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue of a gripper line break was confirmed, however the difficulty met while removing gripper line could not be tested due to returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the gripper line appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling.